Event description:
It was reported by the patient's daughter that the patient's blood pressure drops so low when the patient stands up the patient feels lethargic. The patient has discussed with the physician and a remote transmission will be ordered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076-52 implantable pacing lead, (B)(6) 2013; 4076-45 implantable pacing lead, (B)(6) 2013. (B)(4).